Event description:
In situ testing showed affected channels. Re-implantation is not considered at the moment, although the clinic is assessing the possibility to implant the contralateral side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Re-implantation is not considered at the moment, although the clinic is assessing the possibility to implant the contralateral side. CT imaging are planned to assess the position of the implant and MRI imaging are planned to assess the contralateral side.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.